Manufacturer narrative:
A patient had an ipg pocket and midline washout completed by physician was reported to abbott. The physician noticed redness around pocket site and noticed midline incision opening up with slight drainage, physician washed out both areas, cultures were sent and therapy has been restored. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an ipg pocket and midline washout completed by physician on (B)(6) 2023. The physician noticed redness around pocket site and noticed midline incision opening up with slight drainage, physician washed out both areas, cultures were sent and therapy has been restored to the patient. Related manufacturer reference number: 1627487-2023-02739.